Event description:
"The patient walked with the walker in a ordinary way when the right front fork went straight off. The patient lives in the service apartment on (B)(6) and just walks inside and on paved walkways"

Manufacturer narrative:
The futura is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged malfunction occured in (B)(6) on a device sold in (B)(4).